Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3987a, lot # lb8879, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3987a, lot # lb8879, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that the patient had fallen a few times and since then they had experienced issues with recharging. It was noted that the patient did not recall when the fall was and it was more than once.